Event description:
Approx three weeks post-op, doctor discovered a fracture on one of the endotine ribbon devices used in surgery.

Manufacturer narrative:
Doctor was able to retrieve fractured portion of the device and re-elevate the jowl.